Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that they had magnetic resonance imaging (MRI) on the 24th of june and since then they have not been able to connect to the pump to get a bolus. The patient stated that they have been taking other pain medication, but it was not the ideal situation. The agent walked the patient through resetting the handset and the communicator. The patient had to resync and switch communicator. The patient mentioned that prior to not being able to connect at all, they were getting stuck at 90%. The agent assisted the patient with clearing the data. The patient was able to successfully connect and request/receive a bolusing session. The troubleshooting steps that were taken on the call resolved the issue.